Event description:
It was reported that a pump would not turn on when the on/off key is selected, or when a slide clamp was loaded. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Sigma device evaluation found that the device was unable to turn on when power was only supplied from a power adaptor. This was caused by a failed power cord. The sigma device evaluation also found the #7, #8, and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #7 key will occur following the selected key's function (e.g. When the #1 key is pressed 17 will be displayed. When in alphabetic mode and the "abc" key is selected, "as" will be displayed interfering with the mdl drug search). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unknown. This report is being submitted due to the potential risk of an incorrect keypad response.